Event description:
Related manufacturer number: 2017865-2022-16072. It was reported that the patient presented to the emergency room with a burning sensation coming from his device pocket. Upon review, the implantable cardioverter defibrillator(ICD) could not be interrogated. Pocket swelling and redness was noted. The entire ICD system was explanted as a result. The patient condition was stable post-procedure.

Manufacturer narrative:
Correction: b3 and d10 dates were updated.

Manufacturer narrative:
The reported field event of failure to interrogate was confirmed. Analysis of the device revealed the device was below the end of life (eol) battery voltage when received. A longevity calculation was performed and found that the battery depletion was premature based on the device usage. The cause of the failure to communicate is low battery voltage due to premature depletion. The battery was sent to its manufacturing site for analysis and it was determined the premature depletion was due to an internal battery anomaly. The cause of the premature depletion is an internal battery anomaly. A device history record (DHR) review was performed. The product passed all quality control tests prior to its distribution. Review of the sterilization records confirmed normal sterilization cycles for the products.

Event description:
New information received notes that the implantable cardioverter defibrillator was replaced on (B)(6) 2022.